Event description:
It was reported that this implantable cardioverter defibrillator (ICD)'s right ventricular autothreshold (rvat) was higher than the programmed amplitude or was suspended. Technical services (ts) reviewed the reports and noted that this rv lead had high capture thresholds. It was noted that the thresholds seemed jumpy. Additionally, there was loss of capture (loc). The device remains in use. No adverse patient effects were reported.